Event description:
It was reported that this inflatable penile prosthesis (ipp) presented deflation issues due to pump malfunction.; it was noted that the device remained inflated at all times. The pump was reported to be sticky and misplaced. The device was explanted. No patient complications were reported.